Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: thrombosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that just after the xience v stent was deployed, acute thrombus was observed in the proximal part of the stent, the physician had to use another ml vision stent (4.0 x 12 mm) to improve the flow in the artery. No additional event or pt information is available.